Event description:
It was reported that the shock lead impedance (sli) measurements of this right ventricular (rv) lead had risen gradually from 80 ohms to greater than 140 ohms. A commanded shock test was performed during a scheduled generator change procedure and produced an impedance measurement of greater than 125 ohms. This lead was capped and replaced during the procedure with a new rv lead. No additional adverse patient effects were reported.